Event description:
Sechrist industries blender malfunctioned during setup of heart-lung machine and prior to patient entering the or. It was noticed that excess moisture content was in the air trap as it was being set up prior to being used on a patient. Biomedical department was immediately notified of the incident and exchanged the defective equipment with similar. Attending physician and nursing staff were also made aware of the situation, postponing the case for approximately 60 minutes. The case proceeded without further incidence or delay.